Manufacturer narrative:
Immucor sent a replacement power supply box to the customer, for the customer to replace on the instrument themselves, which was verified by immucor on (B)(6) 2018. No additional on-site or remote support was required.

Event description:
On (B)(6) 2018, a customer reported that a member of the customer blood bank staff was electrically shocked when powering off the galileo echo instrument on (B)(6) 2018, when using the associated power supply box.